Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. It was indicated that alternate site insertion occurred, which is off label usage of the device, on (B)(6)2019. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. The log was downloaded and reviewed finding early sensor expiration. The allegation was confirmed. The probable cause could not be determined via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2019 that on (B)(6)2019 the patient experienced an early sensor expiration notice. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.